Event description:
It was reported to olympus that olympus, model 190 series endoscopes, used with the olympus, model clv-190, evis exera iii xenon light source were not recognized and error "e315" occurred. The problem, as reported to olympus, was identified during preventive maintenance by an olympus field service engineer. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated on site by an olympus field service engineer (fse). To resolve the reported problem, the connector was replaced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the field service engineer (fse) has observed upon evaluation onsite that the connector was in bad condition. Therefore, it was determined that the reported phenomenon ¿endoscopes series 190 is not detected¿ occurred because the video function did not work properly due to bad connection of the connector. The connector was changed the following day, the error disappeared, and the device worked according to specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.